Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft system was inserted into the patient for the endovascular treatment of a 78mm in diameter abdominal aortic aneurysm. Prior to device insertion, a balloon angioplasty was performed due to the calcified access vessels. The right and left iliac arteries were severely calcified. The right iliac artery diameter measures 11-9.5mm in diameter and the left iliac diameter measured 12-6mm in diameter. It was reported that during insertion of the delivery system, the device perforated the iliac artery resulting in the decrease of blood pressure. The physician implanted other manufacturer¿s stents in the iliac and attempted again to insert the device however, was unsuccessful. The physician decided to perform an open repair with midline incision and attempted to sew a graft into the aorta but, due to heavy calcification the aorta kept tearing. However, it was reported that the patient died on the same day of the index procedure. Per the physician, the cause of the event was due to the patient¿s anatomy; heavily calcified right common and external iliac arteries.